Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported therapy was turning off by itself while sitting in a chair watching tv. The patient indicated that it occurred intermittently. It happened a few times, so now patient keeps patient programmer (pp) out and checks ins before going to the bathroom was the other 'troubleshooting' performed. The patient kept pp out of the case because she thought it was happening more when pp was in the case. Patient has changed pp batteries(thinking pp batteries depleting could relate to ins going dead).the patient indicated that they were recently exposed to spinal surgery(fusing the rods in her back) and could be related to issue. The patient does not have cycling programmed. Stimulation turning itself off when it should be on. Patient was not using ins off button at all to her knowledge. The patient reported felt like going to wet herself. Caller said she puts her nightgown between her legs to keep from wetting when going to the bathroom. The patient also reported that the backlight of the programmer was not coming on. Resetting controller (and function of pp power button) but that did not resolve the reported issue. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the circumstances that led to the therapy turning off by itself were that it was while the patient sat in a recliner. When asked the steps taken to resolve the therapy turning off by itself the patient replied, ¿a strong urge to go to the bathroom and leakage of urine.¿ no further complications were reported.